Event description:
All the prominent pumps have a feature integrated into the program of the pumps. (Insulin pumps vary in this area.) Some pumps have a defective feature / formula that calculates a recommended insulin dose (bolus) for it's user in the day-to-day operations of the pump. Two prominent insulin pumps (minimed & omnipod) consistently recommend an insulin dose while the user/patient is in a hypoglycemic state (not at full mental capacity). In the link provided, you will find the comparison of 5 different pumps. Two pumps bolus formulas are unnecessarily dangerous and consistently present the patient/user with an opportunity to overdose on insulin while in a hypoglycemic state; thereby resulting in possible death; injury; hospitalization; and/or need for medical intervention. Can the FDA mandate a bolus calculation formula that would be a consistent throughout the many insulin pump manufacturers?